Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation in clinic showed that the lv capture thresholds had risen with no capture at maximum output. Lead was dislodged. The lv lead was turned off. Patient had worsening symptoms of heart failure since lv loss of capture, so the patient was scheduled for lead revision. Lead was explanted and replaced without any issue. The patient was stable before, during, and after the procedure and will continue to be monitored with regular follow-up.